Event description:
It is reported that the pt was revised for an unk reason.

Manufacturer narrative:
Eval: previous to this revision, she underwent two manipulation procedures due to stiffness, debridement, extensive synovectomy and poly exchange. The primary operative noted show the total knee was implanted due to a painful patella-femoral joint replacement. No complications during this surgery were encountered. Trial reduction revealed no varus or valgus instability and proper tracking. No revision operative notes were provided. It is unk what components were removed. No devices or photos were received; therefore the condition of the components is unk. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval codes: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.